Manufacturer narrative:
Items returned for investigation: pusher, introducer items not returned for investigation: stent the product pouch was returned opened. The pusher was returned in the introducer. No stent was returned with the pusher and introducer. The pusher was found to be broken at the distal tip. Per the build record associated with lot number 0000194911, all units within the lot passed the pre-packaging inspection, indicating that the stent was present within the introducer when the device was inserted into the dispenser coil prior to the final packaging. The reported complaint was non-verifiable. The investigation found the product pouch was returned open and the pusher was returned broken at the distal tip within the introducer. The stent was not returned with the pusher and introducer for evaluation. The event description indicates that the stent was missing at the time of device preparation; however, per the build record associated with lot number 0000194911, all units within the lot passed the pre-packaging inspection, indicating that the stent was present within the introducer when the device was inserted into the dispenser coil prior to the final packaging. As the product pouch was returned open and the pusher distal tip was returned broken, this investigation could not examine the device in the exact condition it was in out-of-box to further assess the alleged product issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing tensile forces over specification.

Event description:
It was reported that during preparation of the device, the stent was noticed to be missing. There was no patient interaction.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned to the manufacturer. The alleged product issue could not be identified. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during preparation of the device, the stent was noticed to be missing. There was no patient interaction.